Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
An event involved 23 cm (9") ext set w/2 microclave¿ clear, 4-way stopcock, rotating luer where the customer reported that blood leaked from the anti-reflux valve of the three-way stopcock, with venous return from a PICC line. Tightening the valve did not stop the leak, so the stopcock was replaced. There was patient involvement, but harm was not reported as a consequence of this event and the therapy was not delayed. It was unknown whether the full dose was administered.